Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a robotic hernia repair surgery, after which, the aus system was no longer functional. During an in-clinic evaluation, it was determined that the pressure-regulating balloon had been perforated causing a fluid leak; therefore, it was decided to remove and replace the entire aus. No patient complications were reported.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.